Event description:
It was reported that the patient came in for a follow up visit. When the device was initially interrogated, capture was observed. When a second interrogation was performed, the device was noted to be at end of life unexpectedly. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. The analysis found the battery depletion was normal.